Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger is not charging batteries) was confirmed. The cause of the charger not charging the pt's batteries was a damaged power supply brick. The power connector on the charger was damaged. The root cause of the damaged connector cannot be positively determined. The charger was otherwise fully functional. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger.

Event description:
The pt services representative (psr) assisting a (B)(4) male pt contacted zoll lifecor customer support service to report that the pt's battery charger seemed to be malfunctioning. The pt was provided with a replacement battery charger.